Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of their customer, the distributor in (B)(6) reported an issue with the spectrum ii suture hook, 45 degree left, item # c6361, sn # (B)(4), that occurred (B)(6) 2019 during a during a arthroscopy shoulder procedure. It was reported during the first use of the device the wire was placed on the instrument, and the surgeon while manipulating the hook, in an attempt to pass the glenoidal labrum through the cannula, was surprised by the breakage of the instrument. It is indicated that there was no impact or injury to the patient and the procedure was successfully completed using another suture hook with no reported delay. Additional information obtained clarified that the suture hook had been used in the procedure once and no sutures had been placed before it broke. It was reported that there was difficulty passing the wire 0 in this suture hook. The suture hook broke when it was being inserted into the labrum. Both pieces of the device were removed using tweezers through the cannula and no fragment remained in the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported customer complaint of the tip broke during the first time of use was confirmed. A visual examination of the returned used device, item c6361, found suture hook tip broken off at the weld location. The broken piece was returned as well. An examination was performed per design print and the damaged condition of the returned suture hook is indicative of heavy use and/or the application of excessive force during use. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A lot history review was conducted and found this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 12 complaints, regarding 14 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0003. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user that prior to use, always inspect suture needle for damage (i.e., worn, dull, bent or cracked). Avoid lateral stresses to the instrument or device function may be compromised. If the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. This suture hook is a limited reuse device and should only be used up to 5 procedures. There is an increased risk of hook or needle breakage and unintentional patient injury may result. - do not exceed five (5) procedures per limited reuse suture hook. Procedures per limited reuse suture hook. This issue will continue to be monitored through the complaint system to assure patient safety.